Event description:
According to the reporter, the patient had esophageal tearing after the procedure. There was bleeding and perforation. The patient was hospitalized, taken to surgery and a laparoscopic repair of esophageal perforation was completed. The patient was stable, discharged to home.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the transportation sheath was not attached to the balloon. It was reported that an adverse event occurred without identified device or use problem. A potentially related device issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: the unit had a solder or weld failure and a thermistor failure. The most likely cause of the unreported condition was determined to be manufacturing related. There is an existing previous internal investigation regarding this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had esophageal tearing after the procedure. There was bleeding and perforation. The patient was hospitalized, taken to surgery and a laparoscopic repair of esophageal perforation was completed. The patient was stable, discharged to home. Customer also stated that prior the procedure, another catheter was attempted to use for the same event to determine its efficacy however, the catheter would not pass the calibration process and was unusable.

Manufacturer narrative:
D10 concomitant product: ef-325n - endo catheter ef-325n 8cm nasal tip, lot# 21i0298jz .ef-322n - endo catheter ef-322n 16cm nasal tip, lot# 22a0334jz. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.